Event description:
The customer called to report that the display went blank after inserting a battery. The customer also stated that the insulin pump gave an error alarm. Troubleshooting was performed and the insulin pump gave an error alarm again. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display and battery heating up due to a component puncturing through the isolation tape and making contact to the battery tube positive side. Unable to test for alarms or operating currents due to the blank display.